Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect. The reported issue was previously investigated. After exhaustive review of the assembly process, it was concluded that the damage found in the barrel was caused due to improper setup of the silicone gun used to spray medical grade silicone inside the barrel. If the silicone gun is setup loose, it could contact and damage the barrel during processing.

Event description:
It was reported that a syringe 10cc s/t wos sterile water bns had foreign matter. The following was reported, "it was reported that there was no water inside the syringe. Initial email rcvd from xxxx malaysia on first related complaint: "please be informed that we have received multiple customer complaints regarding short fill (to date 15 complaints have been launched). Upon evaluation of 4 samples returned, foreign matter (plastic debris) from the plunger was found stuck or trapped in between the plunger tip and inner wall of the barrel. It is believed that this has caused void or channel from where water leak post manufacturing. Additional information: 1. Same failure modes detected for all 4 samples which we have received. 2. Plastic debris material matches material of plunger (confirmed through ftir test) 3. No crack observed on returned samples. 4. All the complaints occurred before use (pre-test). Please start a manufacturing review and root cause analysis inclusive of those at your supplier¿s manufacturing site. As for the affected lot numbers, we will advise once we have them confirmed. We require a corrective action to be in place before your next delivery to bd my. Regards, xxxxx"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8057936. Medical device expiration date: n/a. Device manufacture date: 2018-02-26. Medical device lot #: 8025585. Medical device expiration date: n/a. Device manufacture date: 2018-01-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 10cc s/t wos sterile water bns had foreign matter. The following was reported, "it was reported that there was no water inside the syringe. Initial email rcvd from xxxx (B)(6) on first related complaint: "please be informed that we have received multiple customer complaints regarding short fill (to date 15 complaints have been launched). Upon evaluation of (B)(4) samples returned, foreign matter (plastic debris) from the plunger was found stuck or trapped in between the plunger tip and inner wall of the barrel. It is believed that this has caused void or channel from where water leak post manufacturing. Additional information: same failure modes detected for all (B)(4) samples which we have received. Plastic debris material matches material of plunger (confirmed through ftir test). No crack observed on returned samples. All the complaints occurred before use (pre-test). Please start a manufacturing review and root cause analysis inclusive of those at your supplier¿s manufacturing site. As for the affected lot numbers, we will advise once we have them confirmed. We require a corrective action to be in place before your next delivery to bd my. Regards, xxxxx"